Manufacturer narrative:
The account's maintenance investigated the bed and found no issue. No further information is available on the repair of the bed at this time. The investigation is ongoing, however, if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
The account's maintenance reported that the nurse stated the patient got out of bed and the bed exit alarm did not go off. The bed is located in the bed shop at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).